Event description:
The customer reported via phone call that they had excessive no delivery alarm during basal, bolus, fixed prime. Customer's blood glucose was unknown mg/dl. The customer was advised to rewind the insulin pump , reinsert the reservoir and run manual prime to at least 5 units. The customer reported that the insulin exits with the manual prime. The customer was advised that the device is working fine. The customer was advised that alarm was caused by connection issue. The customer reported via phone call that the insulin pump alarm battery out limit. Customer's blood glucose unknown mg/dl. The customer was advised to monitor the device and document the issue.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.